Event description:
Arjo received a customer complaint about maxi air (air supply and mattress), which is an air assisted single patient multiple use lateral transfer system. It was reported by the customer that a patient was left on a deflated maxi air after surgical procedure. The patient woke up in the post operating (or) room, and tried to leave the stretcher. When the patient took her legs off the stretcher, she slipped off the maxi air. It was a slow sliding (descent), the patient slid off together with the maxi air and the patient was not injured. Customer allegation was that the maxiair is slippery. After the incident, customer personnel were instructed by arjo representative to remove the maxi air after the transport is completed.

Manufacturer narrative:
The maxi air is a sliding aid, designed to support lateral transfers (from one horizontal support surface to another) or for repositioning patients in hospital and professional healthcare facility. As per the product instruction for use (IFU): "the equipment should only be used for the purpose specified in this instruction for use (IFU). Any other use is prohibited." Patient was left on the deflated maxi air mattress, which is not in accordance to intended use of the maxi air system. Since the product was designed for lateral transfer, the fabric may be perceived as slippery. In summary, the device was used for a patient handling when an event occurred and therefore the device played a role in the event. The patient fell from the mattress and from that perspective the system is considered not meeting its performance specification. We report this event because of patient fall. Device thrown away by the customer.